Event description:
The PICC was prepared in the usual fashion, including cutting it to the appropriate length for the patient based on measurements done in real time. The PICC was cut at the 46 cm mark after the magnetic tipped wire was withdrawn to a point several centimeters before that mark. The severed tip was handed off to a 2nd PICC rn who verified the length. The PICC was inserted through the dilator which establishes a channel for the PICC to be inserted through. The directional device was indicating the PICC tip was going towards the neck instead of the chest. The rn was going to pull the magnetic tipped wire back to give the line a softer tip when he noticed he had neglected to bend and secure the external portion of the wire. At that point he asked for another PICC to ensure safe placement. He pulled the PICC out to the 16 cm mark, removed the magnetic tipped wire and cut the line at the 16 cm mark. He then inserted a guidewire through this cut portion and then pulled the line remnant out of the arm over the guidewire. He was holding gauze on the insertion site as he pulled it out. When he lifted the gauze, he noticed a 2nd wire protruding from the insertion site. He pulled this wire out and it was a portion of a magnetic wire about 5 centimeters in length. We can only surmise that this short section must have been inside the remnant he pulled out. We are unsure how the section of wire became detached from the rest of the guidewire. The nurse, an experienced PICC nurse, states that he did not cut the wire when trimming the catheter prior to insertion and the wire is not the same length as the cut portion of the catheter. (If it was cut at that time, it should be the same length as the cut off portion of the catheter). We are surmising that the small piece of guidewire broke off from the larger portion as he was withdrawing the original guidewire. There was no harm to the patient.